Event description:
It was reported that the patient presented to a routine generator change procedure. Prior to the procedure, the right ventricular lead exhibited high pacing impedance and capture thresholds. The physician elected to leave the lead implanted and programming changes were performed. The patient condition was stable.